Event description:
It was reported the patient is experiencing a burning sensation at the ipg pocket site while the stimulation is on and sometimes when the stimulation is off. The patient reported she had a procedure done and they were pushing on the ipg. A sjm representative met with the patient and reprogrammed her scs system to address the issue. Follow up is pending to further evaluate the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.